Event description:
It was reported that the patient experienced syncope. The right ventricular and right atrial lead exhibited noise. The leads were extracted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Final analysis found lead insulation degradation at 4.5 cm from the connector pin. This is consistent with the observation from the field of noise.